Manufacturer narrative:
Abbvie soltraqs reference record (B)(4). The size of the peg tube in this event was not provided, therefore the specific abbvie list number is unknown. Abbvie commercially has available two sizes of peg tubing, 15fr or 20fr, in the united states. The catalog number is list number 062910-001 - 15fr abbvie peg and the unique identifier number field is list 062912-001 - 20fr abbvie peg. The 510k number selected applies to both possible list numbers. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing remains implanted. No defect, deficiency, or malfunction of the peg tube was described by the reporter of the event. Aspiration pneumonia is a known complication of tube placement through the oropharynx. If any further relevant information is identified, a supplemental medwatch report will be filed.

Event description:
On (B)(6) 2015 the nurse educator contacted abbvie on the behalf of the physician to report that a patient from the us was diagnosed with pulmonary edema and possible diagnosis of micro aspiration pneumonia. The patient also experienced worsening tachypnea, hypoxemia, laryngeal cord dysfunction, upper airway congestion and difficulty swallowing. The patients peg tube was placed on (B)(6) 2015 and the duopa medication was started on (B)(6) 2015. The nurse educator stated that the patient was hospitalized for pegj tube procedure. Since he was diagnosed with pulmonary edema and possibly micro aspiration pneumonia on (B)(6) 2015, they extended his hospital treatment because he was supposed to discharged on (B)(6) 2015. The patient received treatment of IV lasix and oxygen. The tube is manufactured by abbvie. The nurse stated that on (B)(6) 2015, the patient had upper airway congestion, trouble breathing and chest x-ray confirmed the diagnosis of pulmonary edema. The patient was put on CPAP. The patient was intubated and put on ventilator through tracheostomy due to acute respiratory failure.